Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted. The patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure. It was also reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with anterior colporrhaphy and mesh urethropexy due to stress urinary incontinence, cystourethrocele and symptomatic pelvic relaxation. It was reported that the patient underwent partial mesh removal and cystoscopy on (B)(6) 2008 for mesh exposure and erosion.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted due to symptomatic pelvic relaxation, stress urinary incontinence and symptomatic cystocele. The patient experienced pain, erosion and dyspareunia. The patient underwent cystourethroscopy and mesh revision with partial removal on (B)(6) 2008 for exposure of vaginal mesh, erosion, pelvic pain, dyspareunia, urgency and frequency. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.